Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified infection. The cause of the event was not reported and the ¿detailed infection site¿ was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporin (no further information). At the time of this report the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.